Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 429 mg/dl. Insulin pump had a motor position encoder error alarm as well as motor error alarm. Drive support cap was normal. Customer stated that the screen was blank. Customer declined troubleshooting for high blood glucose level. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the rewind, basic occlusion test, prime or a33 test and displacement test. However, device received stuck in the motor error loop during bolus or basal delivery due to motor encoder signal out of phase. The motor was tested outside the device and passed. Device passed self test no blank display noted.